Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as required. Device history lot: device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports related to cement setting time. Total for lot number: 1 (pc-(B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 4 by product family: (4x smartset ghv, 2x smartset gmv). If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Mixing cement, it gets hard state.